Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and moderate to severely calcified left anterior tibial artery. The lesion was long and considered to be a chronic total occlusion. The sterling sl mr 2 x 150 x 150 balloon catheter was selected and advanced to treat the target lesion and ruptured at six atmospheres on the first inflation. The device was removed intact. The procedure was completed with a 2.0mm peripheral cutting balloon (pcb) that was inflated twice to ten atmospheres and a 2.5x150mm sterling balloon catheter that was inflated to six atmospheres. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: magnified inspection revealed no damage to the catheter. The catheter was inflated to rated burst pressure (rbp) with an inflation device filled with water; no issues were encountered during inflation. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).